Manufacturer narrative:
(B)(4). Report number: mw5073108. Notification received thi : 7/18/2018 FDA report: 11/02/2017. Date of event: (B)(6) 2017. FDA medwatch report found during an internal post market surveillance review when performing a maude database search. Notification regarding the mw5073108 never received by manufacturer. Most likely underlying root cause: mlc-51-user mechanical stress (possibly dropped, broken, mishandled). Note: email was sent to FDA on 7/30/2018 to obtain additional patient contact information regarding medwatch mw5073108 to follow up with customer. Respond received on 7/31/2018 stating that unfortunately, they were unable to release any further information that pertains to the report in question.

Event description:
FDA medwatch found during a post market surveillance. Customer complaint details : the product (true metrix with device kit) broke.